Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer states: item gauze, 4x4 16ply dbl xr 10's had 7ea instead 10ea. The customer provided two lot numbers 13343a or 133113a. States no sample available.